Manufacturer narrative:
Correction: b2, b5, h6 (ime/annex e, imf/annex f, fdc/annex d, fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was right atrial (ra) lead undersensing causing false termination of atrial tachycardia/atrial fibrillation (at/af) and the device to misclassify supra ventricular tachycardia - atrial fibrillation (svt-af) as a monitored ventricular tachycardia (vt) episode. Four days later there was undersensing on the ra lead again, resulting in svt-af being classified as vt and inappropriate anti-tachycardia pacing (atp) was delivered. The patient did not follow up with their physician and presented to the emergency room with an eroded pocket with the device and leads sticking out. The patient was admitted, and the cardiac resynchronization therapy defibrillator (crt-d) system was later extracted due to a pocket infection and sepsis/septicemia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was right atrial (ra) lead undersensing causing false termination of atrial tachycardia/atrial fibrillation (at/af) and the device to misclassify supra ventricular tachycardia - atrial fibrillation (svt-af) as a monitored ventricular tachycardia (vt) episode. Four days later there was undersensing on the ra lead again, resulting in svt-af being classified as vt and I nappropriate anti-tachycardia pacing (atp) was delivered.  The patient did not follow up with their physician and presented to the emergency room with an eroded pocket with the device and leads sticking out.  The patient was admitted and the cardiac resynchronization therapy defibrillator (crt-d) system was later extracted due to a pocket infection. No further patient complications have been reported as a result of this event.